Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. Customer received low scan results with no comparison value, and experienced symptoms described as anxious, sweating, seizure, and a loss of consciousness. Emergency medical services arrived on scene and customer was administered glucose via injection for treatment of hypoglycemia and transported to a local hospital where she remained for an unspecified duration. There was no report of death or permanent injury associated with this event.